Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an occlusion alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: the sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. After visual inspection of the unit, an occlusion was identified between tube assembly to filter inlet bonding; thus, failure mode is confirmed. No other analysis was performed. The cause was traced to manufacturing. An awareness notification was issued to personnel involved by quality engineer to notify production personnel about the failure mode reported by the customer. A DHR review could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).